Manufacturer narrative:
The events of puffiness, product is palpable, and biofilm are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling indicates: precautions for use: ¿ as a matter of general principle, injection of a medical device is associated with a risk of infection. Undesirable effects: the patients must be informed that there are potential side effects associated with implantation of this device, which may occur immediately or may be delayed. These include (non-exhaustive list) : ¿ inflammatory reactions (redness, oedema, erythema, ¿) which may be associated with itching, pain on pressure, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of theses tissues. ¿ induration or nodules at the injection site.

Event description:
Healthcare professional reported patient was injected to the tear trough with juvéderm® volbella¿ with lidocaine. Two weeks later patient was injected again with juvéderm® volbella¿ with lidocaine. Four weeks later patient developed puffiness under eyes and the product is palpable. Healthcare professional believes it¿s a biofilm and prescribed flucloxacillin for 7 days. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2017-01509 ((B)(4)). This is the first MDR submitted for the first suspect product, the first injection of juvéderm® volbella¿ with lidocaine.